Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the presence of a full complement of staples. The instrument's respective anvil was not received; however, a different anvil was received. The received anvil was found to be tilted and separated from the instrument. The anvil cutting ring showed shallow traces of knife impressions and the ring was found to be partially severed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition of the anvil not being included. Additionally, the investigation detected unreported conditions of a partially severed cut ring and a broken metal plunger that has no relationship to the reported condition. Replication of the partially severed cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Replication of the broken anvil can occur after firing the instrument, when the anvil is already tilted. Attempting to close the instrument after firing can apply excessive force to the anvil mechanism; specifically the plunger, which is pushed back, leading to breakage. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a general laparoscopic surgery, it was identified that the warhead component was not included in the package. Another device from the same lot was used to complete the case. There was no patient injury.